Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure, the surgical staff reported seeing a black image in the right eye in the surgeon console after the doctor installed the camera to the ecm. The site attempted to troubleshoot the problem, however, the problem still persisted. The patient was under anesthesia and the port incisions were made when the surgical staff made the decision to abort the planned procedure. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering found that the vision issue experienced by the customer was associated with camera cable. The system was repaired by replacing the affected camera cable. As of december 16, 2011 there have been no reported recurrences of the issue at this hospital.